Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was visited twice to the emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer mentioned that the insulin pump received repeated insulin pump error alarms and so customer was not receiving insulin from insulin pump. Blood glucose level was 28 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous insulin and saline. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery because of insulin pump error alarm, however customer was able to clear the alarm but unable to complete the rewind process. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that insulin pump will be returned. The blood glucose level of customer was 28.6 mmol/l.

Manufacturer narrative:
Device had constant pump error 38 during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Device passed the self test, sleep current measurement and active current measurement. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to constant pump error 38. Unable to test for possible under delivery anomaly due to constant pump error 38. Device uploaded properly using care link. Device had scratched case, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.